Manufacturer narrative:
Based on the claim against the product by the customer noting the harmonic ace instrument blade was broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.120¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Common causes of the failure mode broken instrument blades are typically attributed to mishandling/misuse. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard / metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in crack which then result in broken blades). The complaint regarding broken blade was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the surgeon felt the harmonic ace instrument had an issue and found that the instrument tip had been broken upon checking the instrument. The fragment fell into the patient¿s cavity and was retrieved during the same procedure. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The site was able to retrieve all the fragments and the pieces aligned with the instrument. Additional surgical procedure and post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any hard materials or other instruments; the fragment(s) did not fall inside the patient during an instrument tip collision. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred.